Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the nurse received the following results, with two different guide meters, within 10 minutes: "lo" mg/dl and "lo" mg/dl (system 1) and 100 mg/dl (system 2). The "lo" result on the system indicates a result of less than 10 mg/dl. No adverse event reported. The same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer's allegation of questionable results was observed with the returned strips, however further testing of the strips was unable to identify the cause for the failure. Retention testing is performed for all manufactured lots every 90 days, no failures have been observed with this lot.